Manufacturer narrative:
The impella pumps were all discarded at the user facility. No product was returned for analysis. The only review possible was of the clinical report. The console data logs were not relevant to this failure mode, of limb ischemia. The limb ischemia was caused by a clot developing in the right femoral artery, which was used as vascular access for the first two impella cp pumps. The flow was so poor in the patient's right leg after the placement of the first cp, that an external fem-fem bypass was performed to maintain perfusion. The clot may have developed due to the restricted flow, but the root cause can not be determined as no product was available for evaluation. The patient did have anticoagulation issues due to the hit diagnosis. Anticoagulation and the heparin concentration are noted in the IFU as the following: "the impella catheter is designed to be operated with a purge solution that contains heparin. Operation of the system without heparin in the purge solution has not been tested. In the event that a patient is intolerant to heparin, due to heparin-induced thrombocytopenia (hit) or bleeding, physicians should use their clinical judgment to assess the risks versus benefits of operating the impella system without heparin. If it is in the best interest of the patient to operate the system without heparin, the dextrose solution is still required, and physicians should consider systemic delivery of an alternative anticoagulant. The impella catheter has not been tested with any alternative anticoagulants in the purge solution. Use of alternative anticoagulants may reduce the longevity or performance of the impella catheter." The physician's decision to operate without heparin, and with angiomax instead is at his discretion. The abiomed field personnel did have conversations regarding this fact. No corrective action is recommended at this time as the risk index in this failure mode is low due to moderate severity and very low occurrence. The root cause of the leg ischemia was the development of clot in the right femoral artery. The root cause of the clot was unable to be determined. (B)(4).

Event description:
On (B)(6) 2017 a (B)(6) diabetic female presented to the hospital in cardiogenic shock. The cardiac catheterization revealed an occluded left anterior descending artery (lad) and pulseless electrical activity (pea). To treat the patient a hypothermia protocol was begun as well as placement of an intra-aortic balloon pump (iabp). On (B)(6) the patient decompensated and care was escalated, with the removal of the iabp and placement of an impella cp, via the right femoral artery. An external fem-fem bypass was performed due to poor perfusion in the right leg two days later, on (B)(6). During the support with the cp the patient was diagnosed with heparin induced thrombocytopenia (hit). The hit diagnosis caused the patient's anticoagulation regimen to change. Heparin was removed from the purge solution to the cp as well as systemically, and the direct thrombin inhibitor, angiomax, was begun systemically on (B)(6). The purge flow was seen to be decreasing, which is indicative of clot. On (B)(6) the cp was explanted due to the concern of possible clot formation, and a second cp was placed via the right femoral artery. The hospital team was re-educated by abiomed personnel of the value of a purge fluid anticoagulation protocol. The patient was taken to surgery, on (B)(6), for an endarterectomy of the right leg due to limb ischemia. The vascular surgeon was able to restore flow to the limb. Pedal pulses returned and there was no lasting harm or injury. The physician was unaware of why the thrombus had developed in the right leg. Another impella cp was placed in the contralateral leg, via the left femoral artery, on (B)(6). The patient was decompensating and was paralyzed medically. In addition, she was being treated for pulmonary edema and her urine production was decreasing. The team was infusing four different pressor drugs to elevate her arterial blood pressure and cardiac output. On (B)(6) the patient coded and did expire, as the family chose to withdraw care, as she was not a candidate for escalation to an lvad. In total the patient had support with an impella cp for 13 days.